Event description:
It was reported that the hcp could not read the implantable neurostimulator despite trying different positions. The patient programmer also did not respond. The patient reported that she did not always feel stimulation. Based on the previous settings, the expected longevity calculation placed the battery at the middle of its life. Impedances from the previous visit on (B)(6) 2010 did not show any shorts. Additional information received from the hcp reported that the patient experienced some return of symptoms and a revision was scheduled for (B)(6) 2011. It was reported that there was no patient injury, and the patient did not require hospitalization. It was later reported that impedances were tested before the surgery, and were not "good". After surgery, the impedances were working fine. Stimulation was turned on and it worked fine. The patient was fine after surgery, and it was reported that the patient had a great outcome. The explanted device could not be interrogated, and it was believed to be at the end-of-lie.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies. The connector module, access hole adhesive, grommets and setscrews were ok. There was foreign material in the connector ports. The ins can was scratched and had burn marks from suspected cautery. There was no telemetry and no output from all electrode pairs, and the device was at normal end-of-life.